Event description:
Hill-rom received a complaint on one of its clinitron rite hite air fluidized therapy beds, alleging a skin graft pt had fallen out of bed and suffered a muscle tear to his shoulder in the same area of his graft surgery. Hill-rom dispatched a service technician to the hospital to investigate the incident, where he interviewed the hospital rn on duty. The nurse indicated that there was no witnesses to the event; the pt was being treated for a burn wound and was restrained in bed with the door shut and not using a bed exit device. The rn indicated the pt removed the restraints and attempted to exit the bed and fell to the floor, where staff found him on the floor with the side rail underneath him at approximately 9 pm. The rn said the side rail would not lock prior to the occurrence of this incident and did not call hill-rom earlier to have it repaired and now wanted the bed removed from the account.

Manufacturer narrative:
The technician inspected the side rail and the latching mechanism to find the latching bar bent and in need of replacement. The technician removed the bed from the hospital and then had the side lock mechanism replaced at the service center. Hill-rom is reporting this as an adverse event with a conservative interpretation of FDA regulations for the alleged malfunction occurrence in respect to other contributing aspects of the incident.